Event description:
On (B)(6) 2012, patient¿s girlfriend reported insulin is leaking from the infusion sets. Patient¿s girlfriend stated this issue has occurred with several of the infusion sets from 3-4 different boxes. Patient¿s girlfriend reported the leak occurs on the second day of use and the patient notices the leak because the adhesive gets wet and the infusion set falls off. Patient is inserting the infusion set with the insertion assist device. Patient uses his thighs and lower abdomen as insertion site and the infusion set leaks when in any of the three places. Patient¿s girlfriend stated the infusion set cannula is not coming out of his body and the leak is not being caused by insulin pooling at the infusion site. Patient¿s girlfriend reported the patient does get a bump at the infusion site a day after removing the infusion set and the bumps are caused by the infusion set. No treatment was received; they went away on their own. Patient¿s girlfriend stated they believe the infusion set is causing the leak. Patient¿s girlfriend reported the adhesive is falling off because it is saturated with insulin that is leaking from the cannula. There are no bent cannulas. Alleged infusion sets have been discarded. On follow up on (B)(6) 2012, patient reported he does hear the audible click when attaching the infusion headset to the infusion set tubing. The patient did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product was requested to be returned.